Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred intra-operatively in cardio thoracic . The stapler needed to be changed to continue with the procedure.

Event description:
According to the reporter: occurred intra-operatively. The device was fired and staple mechanism engaged, but the tissue was not cut. The surgeon manually cut and tie the tissue off with scissors and silk ties.